Event description:
The customer alleged an oil mist haze when the unit was running. The unit was not in use. The customer stated that no injuries were reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse reported the following: replaced the oil mist filter and the housing assembly. The fse tested and performed an empty cycle. The unit met specifications.